Event description:
Pt had lap-band place in 2006. Recently, pt had been reporting to surgeon loss of restriction of band. Several in-office attempts made at band reinflation with continued loss of restriction. Plain radiological studies did not indicate a disconnect of band tubing or problem with port. Surgical exploration was planned. During surgical exploration, it was ascertained tubing had been severed from band. Port/tubing/band were all retrieved without incident and system was replaced with a ap standard band. Tubing was flushed/primed and attached to new export and secured in place.